Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Review of the lot history record (elhr)for the reported lot revealed no associated nonconforming material records (ncmr). Stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous and restenosed distal left anterior descending artery. On (B)(6) 2015 a 3.0 x 18 mm xience xpedition stent was implanted. Post dilatation was performed with a non-abbott nc balloon catheter at 18 atmospheres. The results were good with no complications. On (B)(6) 2015, the patient presented with class ii angina. Angiography revealed in-stent restenosis in the distal 3rd of the implanted stent. Balloon angioplasty was performed and a 3.5 x 23 mm xience xpedition stent was implanted with good results. There was no clinically significant delay in the procedure. The patient was compliant with dual antiplatelet drug therapy. No additional information was provided.